Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead: (B)(6) 2010. 694765 implantable tachy lead: (B)(6) 2010. 5076-52 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached unexpected accelerated battery depletion. It was also reported that the patient's system was explanted due to systemic infection from another surgery. It was further reported by the patient that they had hurt the device area on a corner counter. No patient complications have been reported as a result of this event.